Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported hyperglycemia, and diabetic ketoacidosis treated with hospitalization: overnight stay, ems/ambulance/ER visit. Troubleshooting was not performed. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event the event involved product(s) unomedical, unknown insulin pump, mmt-332a. No further patient complications were reported. No product return was required for unomedical. No product return was required for unknown insulin pump. No product return was required for mmt-332a. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.